Event description:
It was reported that a patient presented with high defibrillation impedance and suspected fracture noted on the right ventricular lead. No intervention or adverse patient consequences were reported.

Event description:
New information received notes that the lead was explanted and replaced on (B)(6) 2025. No fracture was seen when imaging was used. No adverse patient consequences were reported.

Manufacturer narrative:
The reported events of high defib impedance and ¿appears to have a fracture¿ were not confirmed. As received, only the distal portion of the lead was returned in one piece for analysis. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the partial lead did not find any anomalies except for procedural damages.